Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv impedance measured approximately 2490 ohms up from a trend of 399-570 ohms. A polarity switch occurred on (B)(6) 2016. Analysis of the data indicated an r-wave amplitude measurement issue. Between (B)(6) 2016 and (B)(6) 2016, r-wave amplitude measured 1.75-7.5mv.

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibiting intermittent loss of capture. High and variable impedance were also observed. The patient had experienced pre-syncopal episodes due to the intermittent capture. The lead was capped and replaced on the patient's opposite side as the left subclavian vein was occluded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.